Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient reported she had a lot of nerve damage and has neuropathy real bad. Patient confirmed that she was implanted after a car wreck and for failed back surgeries and not for the nerve damage/neuropathy. Patient reported this was in the last 2-3 years. No further complications were reported/anticipated.